Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found a loose tubing connection to the compressor that could have contributed to the customer's report. However, this could not be firmly established. The tubing was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor fault -3001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.